Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the front and left electrodes. The irritation was described as a blister and raw skin. The patient consulted his physician who recommended using cortisone. Follow-up indicated that the rash was healing.